Manufacturer narrative:
Additional information was received that this issue was discovered during testing and not in use with a patient. Returned device was received in good physical condition but the screen was scratched. No evidence of reported problem in event log was found. During the evaluation of the device, the double beeping was able to be duplicated. The downstream sensor was found to be the issue. The downstream sensor was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep for no cassette. No adverse effects were reported.